Event description:
I used the dexcom g7 cgm yesterday; ever since I put it in, it started to hurt and irritate my skin. I tried to ignore it because I paid a lot of money for it, and I wanted to see and keep my glucose level. It has been aggravating and hurting me, today at 2:30 am the pain was so much it woke me out of my sleep and I had to take it off, it was very difficult to take off, the glue on it attached to my skin, and both the insertion site where the needle was and where the glue was on my skin hurt. 1163 ¿ (B)(6) 2024, (B)(6) 2026.